Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained an erroneously elevated troponin (accutni) patient result, above the ami cutoff, for one patient sample. The result was generated by the access 2 immunoassay system. Repeat testing of the patient sample produced lower result within the normal reference range of the assay. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient sample was collected in a lithium heparin plasma sample tube. The specimen was centrifuged for ten (10) minutes at 1,500 rpm. There was some sample issues noted by the customer; however, the customer did not believe this was the cause of the event after the fse completed some significant repairs to the instrument. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse determined the ultrasonic voltages of the instrument were out of specifications, the mixer motor speeds were low, and there was splashing occurring on the instrument dispense probes. The fse adjusted instrument ultrasonics and mixer speeds within specifications. The fse replaced the wash pump motor, belt, pulley, and o-ring. The fse replaced all dispense probes and tubing. The fse then performed instrument verification with all results passing within instrument specifications. A definitive root cause for this event has not been determined to date based on the supplied information.. An MDR associated with this event: 2122870-2011-06245.